Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked end cap, and minor scratches on display window noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there was crack at base of insulin pump. Customer stated that insulin pump may have dropped. Customer's blood glucose was 87 mg/dl. Customer was advised that insulin pump would need to be replaced.